Event description:
Healthcare profession reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the posterior side assessed as unidentified (tear) opening . (Shell thickness was within specification). Additional observations. ¿ wear abrasion observed. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare profession reported rupture. Device was explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare profession reported rupture. Device was explanted. This relates to the left side.